Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced safety mechanism it would not disengage. The following information was provided by the initial reporter: nurse went to withdraw the needle from nexiva and it would not disengage.

Manufacturer narrative:
H.6. Investigation summary: bd received a 22 gauge nexiva device from lot 1362465 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the device was fully retracted and not decoupled from the wing adapter. It also revealed that the v-clip and tip shield assembly did not appear to have any visible damage, and that the winged adapter was unable to move in any direction which most likely indicated adhesive between the adapter and tip shield. Close evaluation found some adhesive bonding the two components together and preventing decoupling. Further visual inspection under uv black light was conducted and adhesive was confirmed in the unit. Therefore, based off the visual inspection the engineer was able to verify the reported defect. It was determined that excess adhesive was the cause of the observed defect. This defect can occur if adhesive was incorrectly placed due to a leaking dispense system. Preventative maintenance (pm¿s) was performed to maintain and ensure proper functioning of equipment. Pm records were verified to be up to date during the production of this lot. Operators perform in process sampling, checking for retraction and adhesive and the adhesive dispensers are also challenged during production to check for this issue. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced safety mechanism it would not disengage. The following information was provided by the initial reporter: nurse went to withdraw the needle from nexiva and it would not disengage.